Event description:
It was reported that the right atrial (ra) lead had high thresholds post atrial flutter procedure. Fluoroscopy revealed that the ra lead had limited slack. The physician could not get the helix fully retracted to reposition and so the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.